Event description:
A surgeon reported following an intraocular lens (iol) implant surgery, frequent "crystalline inclusions" form that increase over time, which are believed to be "microvacuoles". The surgeon also reports frequent anterior phimosis and high posterior and anterior capsular opacification which require yag laser. No additional information is expected.

Manufacturer narrative:
Summary evaluation: the device was not returned for evaluation, the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No additional information is expected. (B)(4).